Manufacturer narrative:
Reportable malfunction with inomax dsir ds20113089 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to over-delivery of nitric oxide for 12 consecutive seconds. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, the device's proportional valve was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to over delivery for inomax dsir ds20113089. This service log finding meets the criteria of a reportable malfunction. This match was found during a routine review of the service log for a device located in australia. There was no reported complaint for the issue/alarm of delivery failure.